Event description:
Healthcare professional (hcp) reports one incident of a blood leak at the end of the pt treatment as a result of a lose header on the dialyzer. Hcp noticed blood leaking from the header of the dialyzer so treatment was discontinued. Estimated blood loss was 100cc. No pt injury or medical intervention reported.